Manufacturer narrative:
Upon receipt at our post market quality analysis laboratory the catheter was visually inspected, finding dried body fluid on the handle, shaft, and tip of the catheter. Electrical continuity testing showed all electrodes, sensors, and thermistor resistances fell within accepted specifications. Next the catheter was examined with x-ray and put through functional testing, no abnormalities were found in either case. The catheter was then subjected to additional electrical testing to simulate ablations. In this testing the catheter's power, impedance, and temperature readings were within acceptable specifications and no errors occurred. The reported failure in this complaint could not be confirmed through analysis as the device passed all electrical and functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat supraventricular tachycardia (svt) with an intellanav st, they experienced unusually high temperature readings with very low power settings during every ablation. The power was started at 5-10 watts and titrated up to 30 watts. Temperature control mode was in use. No error messages occurred. They replaced the catheter with another of the same device, which worked appropriately, and the procedure was completed. No patient complications occurred and the "patient's outcome was favorable." The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat supraventricular tachycardia (svt) with an intellanav st, they experienced unusually high temperature readings with very low power settings during every ablation. The power was started at 5-10 watts and titrated up to 30 watts. Temperature control mode was in use. No error messages occurred. They replaced the catheter with another of the same device, which worked appropriately, and the procedure was completed. No patient complications occurred and the "patient's outcome was favorable."the device is expected to be returned for analysis.